Event description:
On (B)(6) 2014, the lay-user/reporter contacted lifescan (lfs) USA on behalf of the lay-user/patient alleging that the onetouch ultra meter is giving an error 5 issue. The complaint was classified based on the customer care advocate (cca) documentation. The error 5 issue began 20 minutes prior to the call to lfs. The patient could not provide information about his diabetes management at the time of concern. The patient reportedly had ¿blurry vision¿ as a result of the error 5 issue. There was no report of any required hcp treatment at the time of concern. The error 5 issue was resolved with training. This complaint is being report because the patient had symptom suggestive of hyperglycemia after the error 5 issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.